Event description:
Portion of plastic coating came off device while it was being pulled through scope. Residual piece of coating was retrieved without further incident. One opened package containing a used stone extractor along with a piece of sheath material received. Initial observation revealed the outer sheath had been scraped and nicked in three locations. The first damaged area was a nick starting 7.5 cm from the tip of the sheath and measured 2 mm wide. The second damaged area the sheath was scraped starting 21.6 cm from the tip and continued for 2 cm; the scraped piece that was returned measured 2 cm in length noting the ends mate up with the 2 cm scraped area on the sheath, there is also a gouged area 2.5 cm from the sheath tip. The basket was noted to open and close upon handle actuation noting all four nitinol wires at the base of the basket were noted to be severely kinked and bent. It appears the customer was trying to retrieve a stone too large to be removed from the inner working channel of the scope causing damage to the basket wires. It was reported that the 2 cm segment was removed from the pt's kidney using storz double jaw graspers. The pt was reported as doing quite well after the procedure. Due to the location of the scrapes and nicks, most likely the outer sheath has been scraped on a portion of the scope. A product from stock was placed into a nephroscope noting upon removing the extractor, the appearance was recreated.